Event description:
It was reported that during the lumbar fusion with interbody device, the implant broke while it was being implanted. It was reported the tapping was not hard but the implant broke into pieces. All broken pieced were retrieved. The implant was replaced. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.